Manufacturer narrative:
Date of explant was originally indicated but the device was not explanted according to the report from the rep, the surgeon "called and said that he has a patient that has a working hero graft (implanted about a year ago), but has a staph bacteremia infection. The patient also has some comorbidities (subcutaneous abscess on the butt, and osteo milietus). He is working up the patient to determine if either of these are the cause of the infection" and "he is also determining if the infection mrsa. He would like to leave the graft in place and try to treat with antibiotics (consulting other super implanters of the hero graft)." The report indicates that the date of event was 09/16/2015. Additional clarifying information was provided by the representative via email on 10/27/2015 that indicated that the surgeon "has been unable to determine where the infection originated, and has decided to leave the hero in place for the time, and treat with antibiotics." In response to the request for additional information, the rep stated "he [the surgeon] was in a hurry when I was talking with him and not very helpful in terms of getting me any of the information that you are looking for. He obviously did not know any of it off the top of his head. He did say the patient is stable / doing fine for the moment." Multiple attempts were made to obtain additional clarifying information without success. An email was sent on 10/05/2015 and request for information letters were sent to the surgeon on 10/26/2015 and 11/05/2015, all without response. If additional information is received from the surgeon regarding the reported events, the complaint will be re-opened and the information will be evaluated. The manufacturing records for the hero graft were not evaluated as lot numbers and date of implant are unknown. The patient had a hero graft implanted about a year ago." On (B)(6) 2015 the patient was reported to have a staph bacteremia infection. The patient was known to have a subcutaneous abscess on the butt and osteomyelitis; the surgeon initially reported that he was attempting to identify the source of the infection. The surgeon was also trying to determine if the infection was (B)(6). The culture results were not confirmed. The rep reported that "he [the surgeon] has been unable to determine where the infection originated, and has decided to leave the hero in place for the time, and treat with antibiotics." The following information is unavailable: source/extent of infection, blood culture results, existence of bridging catheter, patient medical history, and implant operative notes. The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of bacteremia include cannulation associated infection or pre-existing gluteal abscess and osteomyelitis. The relationship between the reported infection and the hero graft cannot be determined without additional clarifying information.

Event description:
According to the report from the rep, the surgeon "called and said that he has a patient that has a working hero graft (implanted about a year ago), but has a staph bacteremia infection. The patient also has some comorbidities (subcutaneous abscess on the butt, and osteo milietus). He is working up the patient to determine if either of these are the cause of the infection" and "he is also determining if the infection mrsa. He would like to leave the graft in place and try to treat with antibiotics (consulting other super implanters of the hero graft)." The scope of the investigation included both hero 1001 and 1002 components but is reported under hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report from the rep, the surgeon "called and said that he has a patient that has a working hero graft (implanted about a year ago), but has a staph bacteremia infection. The patient also has some comorbidities (subcutaneous abscess on the butt, and osteomyelitis). He is working up the patient to determine if either of these are the cause of the infection" and "he is also determining if the infection (B)(6). He would like to leave the graft in place and try to treat with antibiotics (consulting other super implanters of the hero graft)." Additional information from the surgeon is pending.